Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that two avs pl spacer inserters were difficult to disassemble from their implants intra-operatively and that the devices appeared to be cross-threaded. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the first of two inserters.